Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair condition with damaged housing. The device history log could not be downloaded. Functional testing included use testing. The device was powered up and alarmed ec1260/1261 which is a corruption of the memory of the circuit board. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The problem source was identified as circuit board.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1260". No adverse effects reported.

Manufacturer narrative:
Additional information received by smiths medical on 07-may-2019 that the "event occurred as part of our routine testing".